Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding gums [gingival bleeding]; cut in cheek - mouth [mouth injury]; cut gums [gingival injury]; brush head shot loose and the pin came out and it became totally detached / broke [device breakage]. Case description: a wife reported spontaneously via phone on (B)(6) 2017 that her husband of unspecified age had an oral-b power oral care refill crossaction that shot loose. The wife elaborated that the pin came out of the brush head, and the pin became totally detached. The wife stated that her husband also was injured, as he received a real cut in the gums and cheek on (B)(6) 2017, along with bleeding gums also beginning on (B)(6) 2017. Product use was discontinued after the brush head had broken. No medical attention was sought. The cut in her husband's cheek and bleeding gums had improved; the outcome of the cut in the gums was unknown. The overall case outcome was improved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.